Manufacturer narrative:
A steris equipment service specialist inspected the unit and found the cold-water inlet valve had remained in the open position overnight allowing water to fill the chamber of the unit. An employee began operating the unit the following day by loading a cart into the unit and found that the water leaked out of the unit when the washer door was opened. The event is attributed to the failure of the original cold water inlet valve. The service specialist replaced the cold-water inlet valve, tested the unit, confirmed the unit was operating to specification, and returned the unit to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that the cold water inlet valve filled the chamber of their vision 1327 cart and utensil washer/disinfector with water and leaked onto the floor. No report of injury.